Event description:
It was reported that the it was reported that the patient was seen in-clinic experiencing presyncopal symptoms. A rise in capture threshold was observed on the right ventricular lead. Other electrical values were normal. The pocket was opened and the lead was resutured to allow for additional slack. Capture values returned to normal and the patient was in good condition following the procedure.

Manufacturer narrative:
(B)(4).